Manufacturer narrative:
(B)(4). Retaining pin not_connected additional information: was the tissue retaining set properly in the anvil hole? Yes. Did the tissue fit evenly in the device?yes. What area of the staple line did the failure occur? Intermittently throughout the staple line. Was the device fired across an existing staple line? No. The analysis results showed that the device was received in good visual conditions and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition, the returned cartridge was noted to have one staple stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure, the device was placed on the rectum and upon firing, there was a jagged movement instead a normally smooth motion. Upon inspection, the gun produced some malformed staples, resulting in an incomplete staple line being produced. This resulted in some fecal contents being deposited in the pelvic cavity. The problem was rectified by using a competitor's stapler. The condition of the patient immediately after the procedure was stable.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.